Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was being performed when the issue occurred and was completed by moving the patient to another hospital. The philips field service engineer (fse) visited system onsite and confirmed that the system's image disk was failed. Upon troubleshooting, the fse found that during the format and patient data recreation the image disk was failed. To resolve the issue, the fse replaced image disks and recreated patient database. The fse verified the system operation, and the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's image disk had failed, preventing fluoroscopy.the device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.